Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 9.0 x 30 mm acculink stent in the mildly calcified right internal carotid artery. Approximately 2 months post stenting procedure, on (B)(6) 2013, the patient was re-hospitalized with altered mentation and hallucinations. A cerebrovascular accident (cva) was suspected. Magnetic resonance imaging was not performed, as the patient has a pacemaker. Computed tomography was performed on (B)(6) 2013 and noted no acute intracranial findings and no evidence of acute or old cortical cva. No diagnostic testing was performed to evaluate the status of the stent; therefore, it is not known if the stent is patent. No treatment was provided and the patient condition resolved (B)(6) 2013. The patient was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential patient effect as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.